Manufacturer narrative:
B5: describe event or problem - additional d10- additional information h2: additional information

Event description:
Subsequent to the initial MDR, additional information was provided.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, shortly after cgm insertion, the patient reported that the cgm displayed persistently high and erratic glucose readings, ranging from the 200s to 300s mg/dl, and eventually displayed ¿high¿ without a numeric value. The patient was using an unspecified insulin pump on automatic mode at the time of the event. The patient did not have fingerstick testing supplies available and was unable to obtain an fsbg measurement prior to the event. At approximately 14:30, the patient experienced severe hypoglycemia with loss of consciousness. The patient did not recall any significant warning symptoms prior to the episode, and the duration of unconsciousness was unknown. Emergency medical services responded and obtained a fingerstick blood glucose (fsbg) reading that was too low to register a numeric value. Ems administered IV glucose and transported the patient to the emergency department (ed), where additional IV glucose was provided. The patient remained in the ed for less than 24 hours and was discharged the same day once stabilized. At the time of the report, the patient reported feeling well, had returned to her normal diabetes management routine, and was not receiving any ongoing treatment related to the event. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.